Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2017 stating "cannot pass accessory through inlet port" involving video colonoscope ec34-i10l/serial (B)(4) through the pentax medical service department. No other information was provided at the time of the report. The colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a pentax rubber check valve lodged inside the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings included: passed dry/wet leak test. Primary operation channel crimped at biopsy inlet t-piece. Primary operation channel blocked. Air nozzle glue worn. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2018 stating the facility's route cause analysis determined the check valve became lodged in the cap after the cleaning process completed. The cap with the lodged check valve was then placed on the channel before the start of the procedure. The check valve was then pushed into the channel when attempting to biopsy during the procedure. No adverse events occurred with the patient.

Event description:
On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On 23-mar-2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore, pentax considers this medwatch report closed.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036).